Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to damaged conductor wire insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was frayed. The instrument failed the electrical continuity test. Additional observation not reported but related to the reported complaint: the instrument was found to have a mechanical indentation on the yaw pulley. One side of the yaw pulley had mechanical indentations caused the damage to the conductor wire insulation. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The fenestrated bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had its insulation ripped on the wire at the distal tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.